Event description:
It was reported to philips that the system could not be booted up after a restart. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) evaluated the system remotely and confirmed the system did not boot up. The rse worked with the customer and found that the 1-phase ups data integrity controller sp in the m-cabinet showed no signs of activity. After disconnecting the ups from the mains and performing a restart, a battery error was displayed but the system startup was completed successfully. It was determined that the 1-phase ups data integrity controller sp was the cause of the reported problem. To resolve the issue, the manual bypass of the 1-phase ups data integrity controller sp remained in place, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.